Event description:
It was reported that the user¿s pump generated alert 38 for a motor stall that persisted despite two restarts, after which a guided restart and a dry run were performed; the dry run advanced to (B)(4) units without issue, and the user was instructed to replace all infusion supplies, with lot numbers collected for the infusion set, connector, and cartridge. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting, user education, and a dry run to assess motor and delivery function, along with collection of supply lot information for traceability. Investigation of this case revealed a consecutive motor stall alarm with normal function during dry run, suggesting a supply-related or setup-related delivery obstruction rather than an internal motor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or disposable component interference with insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.